Manufacturer narrative:
The customer complaint involved product number 43311, PICC dual lumen catheter insertion tray. The sample of the dual lumen PICC was received. Receipt of this sample confirmed leakage in the catheter. The DHR revie of the manufacturing lts associated with the complaint found no quality issues associated with this device or defect mode. Visual, dimensional and functional testing found no quality issues as well. Manufacturing performs 100% visual and functional testing on the assembly. This complaint has been confirmed. However, based on evaluation of the returned sample, the manufacturing or design of the PICC catheter is not suspect. The investigation concluded that the source of the leak was from a burst in the catheter. All catheters are 100% inspected for leaks and occlusion using 50 psi at the time of manufacture. Any defective units would be detected and rejected at this time. In effort to re-emphasize the warnings and precautions in our instructions for the PICC catheters, our sales force is re-enforcing the instructions for use (IFU) with our customers. Specific emphasis is placed the use of syringes 5cc or larger, infusion pump occlusion settings of less than 25 psi, not using alcohol or containing products on the PICC and a proper flushing regimen to minimize potential clotting. We have included with this response, and argyle PICC best practices document developed by medical professionals to re-enforce the warnings and precautions.

Event description:
A customer had a problem with the dual lumen PICC. The customer reports the "PICC was inserted in 2006 and removed in 02/2006 due to leak in the catheter below the butterfly.